Event description:
A user facility returned the olympus, model gif-hq190, evis exera iii gastrointestinal videoscope to olympus due to a report of a "forceps/instrument channel malfunction." Upon inspection and testing of the returned device, it was determined that insufficient or incorrect reprocessing of the scope was performed. This report is submitted due to the insufficient or incorrect reprocessing of the scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found an obstruction of the biopsy channel, caused by a rubber cap lodged in the channel. In addition it was determined that insufficient or incorrect reprocessing of the scope was performed and that the scope was used for a procedure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report has been identified as a duplicate of report #8010047- 2022- 05082. Reference report #8010047- 2022- 05082 for complete documentation.